Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: they fired the device, but there were no staples in the tissue. They used a new loading unit. There was fluid leakage and/or blood loss. The blood loss was not over 250 cc. Operating room time was delayed about 45 minutes. The ta problem took 20min, they had to replace the tissue under the instrument and then fire a new loading unit. The eea problem took about 25 min because they had to take away the orvil and replace it with a normal pressure plate.